Event description:
Customer reportedly received the following results on an mobile meter, compared to a professional meter, within 10 minutes: 60 mg/dl (mobile) and 30 mg/dl (hospital's meter). No adverse event reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.